Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient stated, ¿it¿s not doing complete work anymore¿. They clarified this by stating that they had a return of their target sciatic pain in their ¿right butt cheek¿ and down their right leg. The patient stated that the pain is usually not severe, but sometimes they¿ll get stabbing pain down their right leg. The patient stated that they tried to turn their stimulation down at night and back up in the morning. The patient stated that had not made any adjustments other than this and the changes in the stimulation settings have not helped their pain issue. The patient synced with their patient programmer on the call and it showed that stimulation was on. It was reported that a fall could be related to the issue. The patient indicated that they fell ¿several weeks ago¿. The patient was redirected to follow-up with their healthcare provider (hcp) to address their return of target sciatic pain in the buttock and down their leg. It was reported that the event occurred in (B)(6) 2017. No further complications were reported/anticipated.